Event description:
It was reported that the patient was a poor historian and the coma event had been induced a year prior when the patient had aspiration pneumonia due to a bad seizure. Prior to this, the patient had an increase in seizure rate that was still below her pre-vns baseline seizure rate. No further relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: the information included in the event description was inadvertently omitted from supplemental MDR report 1.

Event description:
Although the patient's generator was not at near end of service condition at the time of the event, due to the patient's change in seizure control, the physician believed that the patient's battery was close to depleting. Per device design, the generator will provide the intended therapy until near end of service condition. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator was replaced prophylactically. The explanted generator was discarded. No further relevant information has been received to date.

Event description:
While seeking a referral to a neurologist, the patient reported to a company representative that she'd had a dramatic increase in seizures since 2013 and as a result, had been in a coma and on life support in the past. The company representative indicated that the patient had not indicated whether or not she had thought something was wrong with the vns. System diagnostics were within normal limits. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.